Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: all available information was investigated, and the reported issue of leak could not be confirmed via return device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. In the absence of a confirmed failure mode a conclusive cause could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the steerable guide catheter (sgc) leak. It was reported that during preparation of the sgc, the device lost fluid column. The device was not used in the anatomy and was replaced. A new sgc was used to complete the procedure. There was no clinically significant delay. No additional information was provided.